Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. The test guardian link with the glucose sensor simulator communicates properly to the pump noted. The suspend on low alarm functioning properly. Device received with serial number label fading, scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's parent that the customer experienced low blood glucose on (B)(6) 2019 with blood glucose of less than 34 to 40 mg/dl at the time of the incident. The customer used food to treat. The customer experienced symptoms such as feeling shaky and seizures. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer believes the pump was over delivering. Troubleshooting was not completed. The insulin pump will be returned for analysis.